Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b1: product problem. B5: it was reported that the patient complained of a loose crown at tooth location #20. It was discovered by the restorative dentist that an unknown biomet screw broke off inside the implant. The implant was removed. The patient will return for an additional appointment to replace the implant. G4: 31 may 2019. G7: follow up. H1: additional information, device evaluation. H3: yes, evaluation summary attached. H6: method, results, conclusion code. H10: manufacturer narrative. The reported devices were received for evaluation. Visual inspection of the returned product identified a bottom portion of the fractured screw in the implant drive feature. The reported condition of a screw that broke off into the implant was confirmed. A device history record (DHR) review and complaint history review could not be performed for the reported screw, as the device lot number is unknown. A DHR review was completed for the reported concomitant implant lot. No manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event were noted in the DHR. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review for the reported concomitant implant concluded that there are no other reported complaints for similar incident against the subject lot to date. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient complained of a loose crown at tooth location #20. It was discovered by the restorative dentist that an unknown biomet screw broke off inside the implant. The implant was removed. The patient will return for an additional appointment to replace the implant.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Concomitant medical product -biomet tapered implant, item #: bopt6513, lot #: 2016070516. The following information is unknown at the time of this report: common device name: unknown. PMA/510k: unknown. The reported device is expected for evaluation, but has not yet been received. Once investigation has been completed, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of a loose crown at tooth location #20. It was discovered by the restorative dentist that an unknown biomet bellatek screw broke off inside the implant. The implant was removed. The patient will return for an additional appointment to replace the implant.